Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for (PMA/510(k)) as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarming issue was reported with the adc device. A customer reported that the sensor¿s low alarm failed to trigger and as a result, the customer experienced symptoms described as ¿head empty¿, sweating, and a loss of consciousness. The customer was treated with sugar by a third party and no further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
An alarming issue was reported with the adc device. A customer reported that the sensor¿s low alarm failed to trigger and as a result, the customer experienced symptoms described as ¿head empty¿, sweating, and a loss of consciousness. The customer was treated with sugar by a third party and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Extracted data from the returned sensor using approved software. An extended investigation has been performed. Visual inspection performed on the returned sensor and no issue was observed. Extracted data from the returned sensor using approved software. The returned sensor was de-cased. An internal visual inspection was performed on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Returned sensor was scanned and connected to debug application to receive first 5 ble (bluetooth) packets and the 5 ble packets were appeared on the app screen after waiting for few minutes. The passing of accuracy testing (smu) and generation of 5 ble packets indicates that there was no missing high or low glucose issue with the sensor, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.